Manufacturer narrative:
The reagent lot number is 68815101. The expiration date is 30-apr-2024. The field service engineer inspected the module and noted the abnormally low signal detected during the measurement of the patient sample. He determined that this was caused by the photo-multiplier tube (pmt) on channel 2's blank cell that had values that were running lower than channel 1. He then adjusted the high pmt voltage to the correct specifications. He performed a blank cell with successful results. The customer performed calibrations and qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The reporter stated that they have been intermittently getting low signal errors which prompted the rerun of the patient sample on another e 801 analyzer. The initial result from the analyzer was 0.654 miu/ml. The repeat result from the other analyzer was 2.110 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the last calibration performed on 15-sep-2023; no issues were noted. The investigation reviewed the qc recovery; the qc recovery was within -2 standard deviations (sd); no issues were noted. There is no indication of a performance issue with the reagent. The investigation reviewed the alarm trace. There was an "abnormal aspiration" and a "sample foam detection" alarm noted on the date of the event close to the time the sample was processed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.